Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found the air/water cylinder and suction cylinder had no color, the forceps channel port was shaved, switch 1 was cut, the image had shadows due to the damaged charged coupled device unit, the light guide lens and the adhesive on the bending section cover was cracked, the connecting tube was cut, the universal cord had a wrinkle, and the adhesive on the bending section cover was lifting and discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign in the jet tube. There was no patient involvement.

Manufacturer narrative:
Per follow up, the user did not properly reprocess the subject device before sending it to olympus. As a result, the foreign material remained. Per legal manufacturer there is no potential for this issue to cause or contribute to serious injury or death if the malfunction were to reoccur.